Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n262156, implanted: (B)(6) 2011, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (25 mg/ml, 16 mg/day) via an implantable infusion pump. Indications for use included failed back surgery syndrome and spinal pain. It was reported that a granuloma was noted at the catheter tip. It was unknown what led to the event, but it was suspected to be due to a high concentration of morphine (25 mg/ml). Diagnostics included a computed tomography (CT) scan. Surgical intervention was performed to replace the catheter with a new catheter. The concentration was decreased to 10 mg/ml. The issue was resolved. The patient status was alive with no injury.